Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 49 months and 18 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. All dimensions of the header bores were within the range requested by the is-1 and df4 standard specifications. Also the spring elements of the device did not show any deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, a sensing test was performed and the device sensed the attached heart signals free of noise. The impedance measurement functions of the ICD were tested and the ICD proved to work as expected. The clinical observation was not reproducible. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
Device was explanted and replaced due to high impedance that was seen on lead that may be result of an issue with the df4 port and set screw area with this device. Should additional information be obtained, this report will be updated.